Event description:
Customer alleged her unit has had excessive grease/oil on the lift for the last 6 months. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rha450-1, serial number/date code (B)(4) is approximately 7 years and 10 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown the customer alleges excessive amounts of oil/ grease leaking from the lift for the pass 6 months. The customer continued to use the device. She was not aware the leaking oil was a malfunction. The customer alleged no injury.